Manufacturer narrative:
The end user permanently removed the unit from service. There was no repair. Block a: no patient information provided to date after calls to customer(B)(6) 2024 and (B)(6) 2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was rebooted and case completed. There was no patient injury.